Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient experienced high blood glucose levels which they tried to treat with a bolus via the pump. Subsequently, she was admitted to the emergency room, with blood glucose level was 468 mg/dl and she had ketones (but she was unsure about the level of ketones). Reportedly, her blood glucose level went a bit down when she left the emergency room, but her condition was unstable. Consequently, on she was admitted to the hospital due to diabetic ketoacidosis. Moreover, she was unsure for the reason of hospitalization, until they changed out the infusion set at the hospital and when the cannula was taken out, they noticed that it was bent. The infusion set had been used for one day. During hospitalization, she was administered fluids of saline and insulin intravenously, which resolved the issue. On (B)(6) 2021, she was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.